Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was no longer able to hear the pump beep. The customer's blood glucose level was 240 mg/dl. Reportedly, the customer has an alternate pump available as alternate insulin therapy.